Manufacturer narrative:
E1: (B)(6). E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation findings, the most probable cause of the malfunction is a defective ultrasound plug unit, which resulted in noise appearing on the screen when the device was powered on. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope screen became noised during reprocessing. There was no patient involvement.